Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Troubleshooting was performed, however was not able to resolve the issue. No adverse patient effects were reported. The device remains in service. No adverse patient effects were reported.